Event description:
It was further reported in (B)(6) 2012, the patient presented with progressively worsening chest heaviness. The patient underwent a stress test which revealed st depression suggesting ischemia. The patient had stress induced chest discomfort, st depression and decline in ef consistent with anterior apical ischemia. Six days later the patient was hospitalized. The patient underwent CABG of 2 vessels from lima to lad, svg to om and svg to r-pda. The event was considered resolved without residual effects and the subject was discharged on the same day.

Event description:
(B)(4). It was reported that post a percutaneous coronary intervention procedure, in-stent restenosis occurred. In (B)(6) 2010, the patient presented with onset of shortness of breath, diaphoresis and chest pain located in the central chest. The patient was diagnosed with q - wave st elevation myocardial infarction (killip clarification: I) based on the electrocardiogram findings, cardiac catheterization was recommended. Prior to placement of the 2.25x8mm taxus liberte (B)(4) stent in the diagonal branch, the stenosis in the middle left anterior descending artery (lad) was treated with pre - dilatation and placement of a 2.75 x 23 mm promus drug eluting stent just distal to the take - off of the diagonal branch. Following post - dilatation, the residual stenosis was 0%. The target lesion was located in the 1st diagonal with 99% stenosis and was 6 mm long with a reference vessel diameter of 2.25 mm. The target lesion was treated with pre-dilatation and placement of a 2.25 x 8 mm taxus liberte stent. During the deployment of the stent, the physician stated 'there appeared to be watermelon seeding of the stent and the ostium remained significantly narrowed, although the area distal to this area was markedly improved in the stented area with no stenosis in this zone'. Kissing balloon technique was used within the stent in the middle left anterior descending artery (lad) and a 2.25 mm apex balloon was used in the diagonal branch. There was a significant improvement in timi grade flow but with persistent significant ostial narrowing of 1st diagonal residual 70% stenosis in the ostium of the diagonal. The patient was discharged six days later on aspirin and prasugrel. In (B)(6) 2012, 637 days post index procedure; the patient presented with restenosis of (B)(4) stent and was hospitalized on the same day. The patient underwent CABG of 2 vessels from lima to lad, svg to om and svg to r-pda. The patient was discharged 11 days later.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination device. (B)(6). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).